Manufacturer narrative:
As reported in a research article, the amplatzer septal occluder was discovered to have migrated into the left ventricular outflow tract during follow-up seven weeks post-implant. The device was immediately explanted in a surgical procedure, and the defect was surgically repaired. The explanted device did not appear to have any structural issue. The device lot-batch number was not provided, and therefore the device history record and lot-specific complaint review could not be performed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the device migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. D4: the UDI number is not known as the lot number was not provided. Literature: article title: "an amplatzer septal occluder trapped in the left ventricular outflow tract: a case report".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: an amplatzer septal occluder trapped in the left ventricular outflow tract: a case report.

Event description:
The article, "an amplatzer septal occluder trapped in the left ventricular outflow tract: a case report," was reviewed. It was reported that on an unknown date, a 24mm amplatzer septal occluder was implanted to close a large inter-atrial defect. The sizing of the defect was measured to be 22 x 19mm with a sizing balloon. The patient reportedly had an absent aortic rim which led to the device being properly oversized. Intra-operative transesophageal echocardiography (tee) showed good positioning of the device with no residual shunt. There were no complications during the procedure. Seven weeks later, the patient returned for a follow-up visit, and the device was discovered to have migrated into the left ventricular outflow tract. The device was immediately explanted in a surgical procedure, and the defect was surgically repaired. The explanted device did not appear to have any structural issue. The primary and corresponding author was nicolas bellofatto piazza, general surgery, université libre de bruxelles, brussels, bel, and the corresponding email was nicolas.bellofatto@gmail.com.